Manufacturer narrative:
Suspect device is coaguchek test strip lot.

Event description:
Caller states that the pt tested 1.3 inr on the coaguchek test system and 1.8 inr on a comparison lab. No action as taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter strip lot 425a, exp 04/30/2008, cat/3116247.